Manufacturer narrative:
(B)(4). The home patient (hp) had disconnected from the hc without using proper disconnecting techniques and had reconnected to the hc. This was a use error, which is addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, this occurred on the homechoice (hc), during the initial drain, while the hp was connected. The hp had disconnected prior to the alarm, without pressing the stop button nor putting the caps on the lines. Once the hc started to alarm, the hp reconnected, without using proper aseptic techniques. The technical service representative (tsr) advised the hp to end the therapy and to start over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.